Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in the channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was not confirmed whether there was physical damage at the material residue point. However, it was confirmed that the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the air / water channel was clogged. The cleaning, disinfection, and sterilization (cds) was performed by the customer, stating that pre-cleaning is performed 100% of the time, the device is wiped down with a sponge from a pack, suction detergent water then air, place cleaning adaptor, flush water then air, and foot pedal flush for aux water. The cleaning solution used is intercept (cantel / steris), the minimum concentration is being manually measured / dispensed per instructions, the leak test is being performed prior to any cleaning using scope valet by ruhof, the endoscope channel is being brushed during manual cleaning with a single use brush (boston scientific hedgehog ref# sbb-382), the automated endoscope reprocessor (aer) used is medivator advantage sn # (B)(6), there have not been any problems with the aer used, the last preventative maintenance for the aer was in (B)(6) 2022, the disinfectant used is rapicide (cantel / steris), the minimum concentration is checked on every scope, the last reprocessing in-service conducted by the olympus endoscopy support specialist (ess) was (B)(6) 2022, there have not been any changes in the facilities reprocessing personnel since the last visit by the ess, all reprocessing staff are trained on how to reprocess an endoscope, and the endoscope is being stored hung in a hepa filtered scope cabinet. Additional findings include the following: the angulation was low and not to specification, the control knob movement had minor play, the plastic distal end cover had dents / scratches, the light guide lens had a small lens crack, the bending section cover adhesive had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope air / water channel cannot be flushed during reprocessing in the automated endoscope reprocessor (aer). The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air / water channel was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.